Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jun2020.

Event description:
It was reported that the unit declared multiple alarms (auxiliary alarm supply failed, backup alarm failed, blower stalled, 35 v supply failed) and would not turn off. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
G4: (B)(6)2020. B4: 04aug2020. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the printed circuit board assembly (pcba) central processing unit, pcba, motor control board, pcba power management board and the battery needed to be replaced to return the device to working condition.the fse replaced the printed circuit board assembly (pcba) central processing unit, pcba, motor control board, pcba power management board and the battery . The device passed performance verification testing and was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.